Event description:
It was reported that post implant of the express biliary ld 6.0mm x 40mm stent in the left common carotid artery (lcca), the patient suffered a stroke. The stenosis in the lcca was located at the ostium and originated from the aortic arch, however, the percent of the stenosis of the lesion, degree of calcification and vessel tortuosity are unknown. It was further noted that heparin was administered intra-operatively. The procedure was completed with this device, however, no further details regarding the procedure are available. "Several hours" post procedure, it was noted that the patient had facial droop and had suffered a stroke. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery system was disposed of at the user facility. It will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The stent had been implanted a few hours before the event, therefore, the stent was implanted in 2008.